Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had multiple inappropriate shocks. The lead had dislodged and was repositioned. Patient was in stable condition post-procedure.